Event description:
The device was used during lar, it did not deploy any staples. There was bleeding and the bowel was pulled through the return and sutured. There was no reported patient consequence.